Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements when connected to the newly implanted implantable cardioverter defibrillator device. The field representative provided reprogramming was completed. In addition, a successful defibrillation threshold test was completed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.